Event description:
It was reported that a pump had a failed keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom bad keypad was confirmed and reproduced. The device evaluation confirmed the following keys are inoperable: (.), #2, #3, #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). As a result, the keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.